Event description:
It was reported that the distal end of an intermate had been cut off, at the luer lock. This malfunction was observed before use. There was no patient involvement and no adverse event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection detected that the tubing had been broken off at the junction of the distal luer post. The root cause was determined to be that the device was subjected to a strong jerk which caused the brittle-lie fracture of the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available a supplemental report with be submitted.